Manufacturer narrative:
G2: country of event- brazil. H3: product analysis #706965384 :part # 2942001, lot # ct23b017 visual and optical inspection confirmed the handle has broken from the shaft at the laser weld. Optical inspection did not reveal any damage to contribute to the instrument breaking. The damage to the instrument is consistent with excessive force placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding a inserter used for lumbar arthr odesis therapy. It was reported that instrument was broken. The event occurred during tests that are performed before the instrument is released for surgery. The instrument had already been used at another time without incident. There was no patient involvement re ported. There were no further complications reported regarding the event.